Manufacturer narrative:
No product was returned to the MFR for eval. Unable to determine the cause of the event.

Event description:
It was reported that approx 6 months post-op, x-rays revealed a setscrew disengaged at s1. The pt is reportedly healing, but is having more pain. No revision surgery has taken place.